Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-01530. The patient received 2 scs systems. This report is for patient¿s thoracic system. It was reported the patient experienced ineffective stimulation. Subsequently, surgical intervention was undertaken on (B)(6) 2017 wherein the leads were explanted and replaced with another model. Reportedly, effective therapy was restored postoperatively. Also, during the surgery the physician decided to electively explant and replace the ipg with another model.